Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that the patient feels shocks daily between 2:30am and 7am. The device is still in use. No further patient complications have been reported as a result of this event. (B)(6) 2019: it was further reported that the patient was experiencing phrenic nerve stimulation from their left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.